Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. The complaints for this serial number ((B)(4)) have been reported from one u.s. Facility. Evaluation in progress.

Event description:
It was reported that the battery will not hold a charge. Within an hour of being charged, the battery will still die, even after replacing the power cord.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery will not hold a charge was unconfirmed. The lithium-ion battery was charged to 100% and when the ac adaptor was removed the scanner ran on battery power for over 3 hours. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dyaqac014 showed one other similar complaint(s) from this serial number. The complaints for this serial number (B)(4) have been reported from one u.s. Facility.

Event description:
It was reported that the battery will not hold a charge. Within an hour of being charged, the battery will still die, even after replacing the power cord.